Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not getting their insulin delivered properly. The customer's blood glucose level at the time was 548mg/dl. The customer states they have been having high blood glucose levels. The customer's current blood glucose is 250mg/dl. The customer is concerned that the reservoir remains half full after a three day use, when normally it is about empty. Troubleshoot was conducted. The cannula was found bent, but troubleshoot was not completed. The customer is being sent out tubing clamp in order to continue troubleshoot. The customer will call back when they received the testing materials.